Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the current blood glucose value of 400 mg/dl.  The customer experienced symptoms such as nausea, other and very thirsty. Troubleshooting was performed and found that the infusion was leaking and  the event was resolved by complete set change. The auto mode feature was inactive at the time of event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.